Manufacturer narrative:
Initial and final (B)(4) - device 6 of 6. E1: patient cirt: (B)(6). Patient country: united states. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 04-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed which requires additional activities not included in the original investigation dated 17-jul-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: eqms search a query was run in the eqms on 13-feb-2026 against "lot number" 5408465 and similar malfunction code(s) : leakage from infusion site (cannula base part/cannula) (specific cause not identified), infusion site leakage - trace moisture / superficial wetness, leakage at infusion site significant wetness / pooling. The review confirmed that lot 5408465 and the identified failure mode are not associated with any non conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. The complaint can be closed referencing the investigation (as it addresses the malfunction). Similar complaints search: a query was run in the eqms on 13-feb-2026 against "lot number" criteria equal 5408465 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), infusion site leakage - trace moisture / superficial wetness, leakage at infusion site significant wetness / pooling. Count of complaint is 1. The complaint numbers are: (B)(4). DHR review: the lot 5408465 was manufactured according to work instruction (wi) version 13 and manufactured in the m10, on 19/jan/2023 with a total of (B)(4) units. The sub-assembly: cannula the lot 5407880 was manufactured according to wi version 9 and manufactured in the lc04, on 20/nov/2022 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage on (B)(6) 2023. The patient reported that six infusion sets leaked at the insertion site, beginning to leak after approximately one day of use. No further information available.